Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had hemolysis at implant. The patient was administered heparin intravenously to decrease hemolysis. The patient had been readmitted several times for elevated hemolysis. There was no hematuria or any power spikes. Ramp study revealed the left ventricle did not decompress. The inr was always therapeutic. Patient history revealed that at one time the patient had lovenox injections for 3 days that were unrelated to hemolysis. No alarms were reported for the event. The patient entered into heart failure and the pump was exchanged on (B)(6) 2014.